Manufacturer narrative:
(B)(4). Device has been discarded and is therefore not available for investigation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.